Event description:
In 2008, the sales rep reported that the sleeve would not hold the screws. Additional info received via telephone on 14 feb 2008, the sales rep reported that during a minimal invasive surgery (mis), the extender sleeves were splayed and would not hold the screws. The surgeon was able to finish the case with another set of extender sleeves. The malfunction has caused an adverse event in the past. There was no report of surgical delay or pt injury.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.